Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre 2 sensor, for more than 2 hours. The customer was unable to obtain reading and subsequently loss consciousness. The customer was taken to the hospital where a healthcare meter reading of 33 mg/dl was obtained, and the customer diagnosed with hypoglycemia and treated with sugar water. There was no report of death or permanent injury associated with this event.